Event description:
It was reported that there was a malfunction resulting in loss of power and subsequent loss of mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The customer declined gehc service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. D4 primary UDI number: this device was not manufactured for sale in the USA and therefore a USA UDI is not available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.